Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product evaluation summary: the device was returned, analyzed, and no anomalies were found. The returned device found a set screw with a rounded socket.

Event description:
It was reported that during the implant procedure, the physician tried to tighten the setscrew but the wrench did not click. The physician then tried to unscrew the lead from the header but the setscrew would not turn. Another device was used to complete the procedure. No patient complications have been reported as a result of this event.